Manufacturer narrative:
The customer left off tubing from waste exit sump prior to contacting customer technical support (cts). Cts assisted the customer troubleshoot the instrument. The customer stopped the dxc and fluid leaked from the waste exit sump. The customer cleaned the spill and the sumps drained properly. Service was not dispatched.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to waste exit sump errors and drained waste exit sumps errors. No affect to any personnel or injury was reported.